Manufacturer narrative:
Corroded sockets was identified as the probable cause of the device running on its own w/o activation. Corroded sockets can result in intermittent connection between the console and the handpiece, which can result in a higher impedance at the ground sockets resulting in false run signals as reported in this complaint.

Event description:
The tps universal driver was sent for service and it ran on its own w/o activation during performance testing. No adverse event was associated with the device.